Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a second motor vehicle accident associated with hypoglycemia while using the ilet, after which emergency responders noted a blood glucose in the 40s and administered oral glucose via tube that the user self-squeezed, with recovery to above 90 mg/dl within approximately 15 minutes; the user reported feeling scrambled and not making sense, and subsequently met with a physician who enabled alerts and raised the target glucose. Symptoms included confusion and altered speech consistent with hypoglycemia. Outcomes included assistance from paramedics and police, and pickup by the user¿s spouse, without hospitalization. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed no reported device alarms or alerts during the event and no device malfunction identified, with the hypoglycemic event cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.